Event description:
On advancing the catheter, through the guide, the shaft of the stent catheter broke off. This was in preparation to using the catheter for the pt and occurred outside the pt. The pt was not involved.